Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm. Customer stated that her insulin pump froze; she was pressing the buttons and nothing was happening. Customer was unable to troubleshoot at the time and just requested the infusion sets to be replaced. Nothing further reported.